Event description:
Skin under proximal electrode of peripheral nerve stimulator left volar surface upper extremity at the wrist had minor injury secondary to the device several small petechiae noted. She had undergone ulnar nerve stimulator intermittently for 28 hrs, monitoring the degree of neuromuscular blockade by the study drug.